Manufacturer narrative:
The customer reported that the device failed to power up during use which could prevent the delivery of therapy. No adverse patient impact was reported. The customer evaluated the device with the philips response center staff and localized the issue to a user misunderstanding regarding charging of the battery. The customer has not called back regarding this issue with this device. There was no malfunction. (B) (4).

Event description:
The customer reported that the device failed to power up during use which could prevent the delivery of therapy. No adverse patient impact was reported.